Manufacturer narrative:
(B)(4). One actual sample and 48 companion samples were submitted for evaluation. All of the units were submitted for underwater leak testing. None of the 48 companion samples leaked; however, a leak was observed on the actual sample on the "colleague" segment of the set. The reported condition was confirmed. The root cause of this condition was attributed to the sortimat sub-assembly machine. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to baxter (B)(4) an interlink system continu-flo solution set in which a leak occurred. According to the report, the user found that when the tubing was hooked to the pump, it was leaking and wet on the outside. The condition occurred during patient use. There was no injury or medical intervention associated with this event. No additional information was available.